Manufacturer narrative:
A physio-control field service technician evaluated the customer's device and was unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that their device would not power on, when attempted. There were no reports of patient use associated with the reported event.